Manufacturer narrative:
It is further reported that a facility medical practitioner described the particular area on the adapter as very thin. The product was diagnostically in use at the time of the event. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. (B)(4).

Event description:
It is reported that the user facility observed three (3) product adapters were broken during adapter exchange for co2 measurement and/or when disconnected for suctioning. The breakage was described as a "connector detachment."